Manufacturer narrative:
The device was not returned to zoll medical corporation; instead a set of opened electrode pads, lot number 3518 and the device's data file were returned. Based on pads testing and evaluation and data file review the cause of the check pads message was due to poor coupling between the pads and patient. It was identified in the clinical file that the rescue appeared to be fine though several analysis. Issues appear following eight successful analysis correlating to CPR being administered. Please refer to the stat pads ii electrodes instructions for use for proper use of the electrodes. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) female patient, the device displayed a "check pads" message. Complainant indicated that the doctor's resumed treatment once they arrived at the hospital. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.